Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. The patient archives were analyzed. The archives showed a poor 3d model. Movement could be seen in the patient exam, and there was an artifact above the patient head. Trace pattern was not good, nose appeared to be on the cheek. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cranial resection procedure. It was reported that the site was unable to register the patient. The site started with tracer and added points using the placed fiducials to get a successful registration. The issue was unable to be resolved and medtronic navigation was aborted. There was no reported impact to patient outcome.

Manufacturer narrative:
Additional information: software investigation found that the reported behavior is related to non-compatible fiducials and sub-optimal exam quality and fiducial placement. There is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a medtronic representative. It was reported that the site is using brainlab fiducials, which are not the fiducials stated to use in the pocket guide. He also provided the following information: "I was finally able to be present during a case. The rn went through the process how they all normally do, and the error is due to the way they place their fiducials. The majority of fiducials were placed directly on hair with lots of movement. I also noticed that the brain lab fiducials were causing the software to set the touch point a couple millimeters above the skin surface, so I taught the rn how to manually set the points to the skin surface at the center of the fiducial."